Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the main coil was kinked/ bent, stretched and fractured. The suture was damaged as well. During functional testing, the introducer sheath was flushed and coil was advanced with resistance noted and the coil became stuck in the introducer sheath and separated from the coil delivery wire. Information available indicated that resistance was observed during insertion of the coil in the microcatheter lumen. It is likely that the main coil was damaged during use thus limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil was broken. No consequences to the patient were reported.